Event description:
The customer reported the system displayed a communication and control panel error code. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply and fluoro functions board were adjusted. The system was then found to be operating as intended.